Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that there was a stain causing poor visibility on the display. The fse evaluated the device and determined the display needed cleaned. The fse cleaned the fungi on the inside of the screen resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was with a dirty display needing cleaned. The reported problem was confirmed. The fse cleaned the fungi on the inside of the screen resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.